Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A (B)(6) male with acute myocardial infarction and cardiogenic shock (scai stage c) underwent impella cp support via right femoral percutaneous arterial access. The device functioned as intended at p-7, providing 3.6 l/min of flow with a d5w sodium bicarbonate purge solution. Following transfer to the ICU, staff noted a large hematoma and oozing at the access site, prompting physician evaluation for device explant. Assessment confirmed proper angle match, appropriate positioning of the repositioning sheath with forward tension sutures, and intact distal pulses. The peel-away sheath had been removed at the end of the procedure, and no perclose closure device was in place. A femstop device had been applied above the insertion site, which was associated with apparent skin tract oozing. The patient was receiving multiple antithrombotic therapies, including angiomax, integrilin, and a heparin infusion at 11 u/kg. The device was successfully weaned and removed, and hemostasis was achieved with a manta closure device. Post-removal, the hematoma softened and showed signs of improvement. The patient survived the event and was reported stable following explant. The device removal was attributed to the impella system; however, the device functioned as intended with no evidence of malfunction, and contributing factors may include anticoagulation therapy and access site management.